Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent unspecified breast augmentation with 600cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade iii. As a result, the patient underwent bilateral explantation and replacement with unknown gel devices on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On 17-dec-2021, mentor became aware of a data issue submitted in the previous reports. Based on the manufacturing date of the device, the estimated date of implantation has been changed to (B)(6) 2019. The relevant fields have been updated. Manufacturer's reference number: (B)(4). Estimated implantation date (d6a) updated based on manufacturing date of device.

Manufacturer narrative:
On june 17, 2021, , the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 4, 2021, mentor became aware that the impacted device lot number is 7686110. On june 7, 2021, mentor received clarification that the catalog number: 3506001bc; serial numbers: (B)(6) are the replacement devices. Hence, respective fields have been updated on this form under section d. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 20, 2021, mentor received confirmation that the replacement device catalog number 3506001bc; serial number: (B)(6) was used on the left and serial number: (B)(6) was used on the right side on (B)(6) 2021. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).